Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Device retained at hosp.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding trauma from being hit by a car as a pedestrian resulting in tibial component loosening involving a triathlon baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no devices were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: there have been no reported discrepancies for the lot referenced. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient presented to office with painful knee involved in mva pediatrician vs auto. X-ray revealed loose/subsided tibia. Revised with triathlon ts stemmed tibia component.

Event description:
It was reported that patient presented to office with painful knee involved in mva pediatrician vs auto. X-ray revealed loose/subsided tibia. Revised with triathlon ts stemmed tibia component.